Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, while stapling of the stomach, the reloaded was loaded on to handle and adapter. The instrument was cycled. Green button was unable to be pressed- green light did not come on when the jaws of the device were closed. Another reload was used was used to complete the case. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.